Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.0/+0.5/138, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Refractive surprise was observed, lens remains implanted. Cause of event is unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5- per updated information on 27-dec-2021 the lens was exchanged for a different power lens and the problem resolved. H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found lens haptic broken. Dimensional inspection found width to be within specification; however, functional inspection found the lens axis out of specification. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).